Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the returned device and found tissue build up on the jaw. The ptfe pad (teflon pad) was inspected and found to be worn with metal exposed. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
The user facility informed olympus that during an unspecified procedure, the hand-piece exhibited no output when applied to the patient¿s tissue. The user attempted to troubleshoot the issue by powering the generator off and on, as well as unplugging the cord and still the hand-piece would not work. The hand-piece was replaced and the intended procedure was completed. There was no patient injury reported.